Event description:
Caller alleged discrepant results compared with the lab. Meter gave >7.5, lab gave normal results.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will be returned for evaluation. Investigation is pending.